Event description:
The alarms were resolved by re-locking the pump cable and modular cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm. Although a specific cause for this event could not conclusively be determined through this evaluation, the account reported that the alarm cleared when the modular cable was re-locked. The report of the modular connection not being fully locked to the pump cable could not be confirmed through this evaluation as no product was returned and no images of the poor connection were provided for review. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. A driveline power fault alarm became active on (B)(6) 2023. Despite the alarm, the pump appeared to function as intended at the set speed throughout the duration of the log file. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file review found driveline power (a) faults. The pump itself was unaffected by the faults and appeared to be operating normally. Reportedly the modular connection may not have been fully locked in at the time of the event. The alarm was cleared via the system monitor and the patient was monitoring for additional alarms. The event log also contained backup battery faults unrelated to the power faults issue. It was later communicated that all alarms resolved.

Manufacturer narrative:
Related manufacturer report number of modular cable: 2916596-2023-01990. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.